Manufacturer narrative:
Study event. The device remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: kink or dissection of vessel. Time of symptoms/ae: during the procedure. It was reported that during an angioplasty and stenting procedure of the left internal carotid artery, and after stent deployment and filter basket retrieval, a lesion at the proximal edge of the stented segment of at least 95% stenosis with decreased flow was noted. It was not clear whether it was a dissection or a kink in the vessel from the angle of the stent. A decision was made to place a second acculink. An rx accunet wire was inserted which returned flow to the vessel, thus it did not appear that a significant dissection was present. The second acculink was deployed overlapping the first stent. This resulted in an excellent angiographic result, straightening out the minimal amount of bend that was present and returning the flow to normal. The filter and all catheters were retrieved and a widely patent stented segment was confirmed. The pt remained in stable condition with no neurological deficits through out the procedure. No additional information is available.